Event description:
This 54-year-old female was admitted to (B)(6) hospital tore an anterior cervical discectomy and fusion (acb) of c4-5, c5-6 and c6-7 on (B)(6) 2024. Patient had an intravenous site in the right-hand infusing vancomycin via an infusion pump per protocol. The patient was positioned for surgery in the standard manner with bilateral arms at her sides, ulnar protectors in place, arms and hands wrapped with a draw sheet and secured o ER the torso. Wrist restraints were placed bilaterally to pull the shoulders into position. The patient as sterile draped for surgery. The arms are not visible once this sterile drape is applied. During intra-operative neuromonitoring the technician notified the surgeon of the right hand was showing an issue. The nurse released the restraint and draw-sheet and noted the patient's hand and forearm to be swollen and hard with blue fingertips. The IV was removed and warm compresses placed to the area. Once the patient was extubated and transferred to a stretcher her right hand and arm were elevated on pillows and warm compresses continued. She as transferred to the post anesthesia care unit. A hand surgeon was consulted who recommended an urgent decompression fasciotomy. Patient and family were made aware of the issue and need for the fasciotomy. Consent was obtained and the procedure was completed. The fasciotomy site was closed with skin grafting on (B)(6) 2024. The patient had no motor or sensory deficits in the arm or hand. Patient was discharged on (B)(6) 2024 with followup in 2 weeks at the orthopedic office. The infusion pump was removed from service and evaluated by clinical engineering. Complaint file number from bd: (B)(4). Event logs and error logs sent to MFR.